Manufacturer narrative:
The field service engineer (fse) observed blood on the dead plate and outside the needle bellows. The fse also observed pinch valve pv21 moved slowly and replaced the actuators for pinch valves pv21 and pv22 to resolve the fluid leak issue. Service activity performed was verified per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported less than two milliliters of blood and diluent leaked near the sample needle and on the floor, and a small amount was noted on the sample tube caps, involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has a biohazardous spill cleanup procedure at the laboratory. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.